Manufacturer narrative:
A.4, d.6. Unk - follow-up with the hospital reveals that this info is unk because it was not recorded on the patient's chart. Note: no additional info is available for section f because this event was not reported by the initial reporter to the user facilities MDR contact person.

Event description:
During the cvs procedure, a left ovarian corpus luteal cyst was seen measuring 3.1 x 3.3 x 2.4 cma. No adnexal masses or free fluid were visualized. The amniotic fluid volume appeared normal.